Event description:
The "enter' button on an animas 2020 insulin pump got stuck in the down -on- position. This occurred while priming the pump, so the remainder of the insulin in the cartridge pumped out of the unit. In our case this was only a nuisance and we requested a new pump. However, much pump use is done in the middle of the night when the user is not completely alert. It has happened that users will accidently prime the pump while the pump is connected to their body. Normally, the user will release the enter button and the insulin delivery will stop. If a user were to make this error at the same time that the enter button failed, a deadly dose of insulin could easily be administered before the user could get themselves disconnected from the pump. When I called the MFR, they seemed aware of the issue of button failure and had seen it before. My pump was not at all damaged or abused with no damage or tears to the rubber covering the button. The pump has also never gotten wet. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: diabetes.